Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device is a combination product. Device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold. A break was noted between the manifold and strain relief hub. The manifold section proximal of this break site was not returned. A visual examination of the stent found evidence of damage on stent row 13 from the distal end of the stent, with stent strut lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 90% stenosed, 18-20mmx3.0-3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal of the device, it was noted that the end of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 90% stenosed, 18-20mmx3.0-3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal of the device, it was noted that the end of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.